Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 588 mg/dl at the time of the incident. The customer was treated with manual injection. Customer stated insulin pump had insulin flow blocked alarm. Customer using 5 unit fix prime cannula and insulin exited the tubing. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.